Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted on (B)(6) 2021. Subsequently, underwent revision surgery on (B)(6) 2021 due to dislocation of the inner head from the outer poly head of dual mobility. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the provided x-rays were not reviewed as they would not enhance the investigation. Surgical report: the surgical report, dated (B)(6) 2021, has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The surgical report, dated (B)(6) 2021 has been reviewed and it was found that the patient experienced dislocation and a closed reduction was attempted. After the reduction attempt was unsuccessful, a revision was completed where the head and bearing were revised. Product evaluation: visual examination: the visual examination shows black scratch marks on the rounded outer surface of the device. There were also signs of wear on the inside surface, where the device attaches to a stem. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified the following deviations and/or anomalies: ncr 500108994. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was implanted on (B)(6) 2021. Subsequently, underwent revision surgery on (B)(6) 2021 due to dislocation of the inner head from the outer poly head of dual mobility. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: bearing 28 mm i.d. 44 mm o.d. Size f; catalog#: 110031012; lot#: 64912216. G7 pps ltd acet shell 54f; catalog#: 010000664; lot#: 6957149. G7 dual mobility liner 44mm f; catalog#: 110024464; lot#: 677030. Femoral stem cementless collared high offset 12/14 taper size 3; catalog#: 574202030; lot#: 3041011. 3.2mmx30mm rnglc+ acet drl bit; catalog#: 31-323230; lot#: 659370. G7 suction cup sterile; catalog#: 110010571; lot#: 641500. Femoral head non-skirted 12/14 taper; catalog#: 00-8018-028-14; lot#: 37110082. Bearing 28 mm i.d. 44 mm o.d. Size f; catalog#: 110031012; lot#: 64783259. Therapy date: (B)(6) 2021. The manufacturer received x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to dislocation of the inner head from the outer poly head of dual mobility.